Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to inserting the infusion set into scar tissue. The customer's blood glucose was unknown. Advised customer that someone would reach out to the customer at a future time to follow up. Nothing further reported.